Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2025-00334. The complete initial reporter phone # is (B)(6). The complete initial reporter facility name is vamed medizintechnik c/o vivantes hospital in friedrichs the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the error occurred 3 out of 5 times in manual test mode in an arctic sun device. In bypass a flow of 0.5 l/m, pump control of approx. 45 percent, pressure was -7 psi. Bypass valve was removed, dirt was found, cleaned, reassembled. Manual test mode was ok, device was switched off for 20 minutes, then the error came back. Changed water and error occurs again. Bypass valve was removed, no dirt found, reassembled. Manifold replaced. The error persists and further errors occur. They removed again.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter phone # is (B)(6) the complete initial reporter facility name is (B)(6) hospital. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the error occurred 3 out of 5 times in manual test mode in an arctic sun device. In bypass a flow of 0.5 l/m, pump control of approx. 45 percent, pressure was -7 psi. Bypass valve was removed, dirt was found, cleaned, reassembled. Manual test mode was ok, device was switched off for 20 minutes, then the error came back. Changed water and error occurs again. Bypass valve was removed, no dirt found, reassembled. Manifold replaced. The error persists and further errors occur. They removed again.